Event description:
The customer reported via phone, the display on the insulin pump wouldn't turn on. She changed the battery twice and the issue persisted. Troubleshooting was performed. The customer's blood glucose was 344 mg/dl. The device was not dropped, bumped, or exposed to moisture. No damage was noted in the battery compartment or components. She was also advised to clean the battery compartment and its components and wait 10 minutes. She inserted a new battery and the display did return. A self-test was performed and the device passed. Customer was advised to monitor the device and a replacement battery cap was sent to rule out any issues with it. The customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.